Event description:
Caller alleged discrepant result compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.2; re-test: 2.3; re-test: 2.1. Repeat tests were done on different fingers. Pt stated that she ate some chocolates recently which she thought might have had an affect on her inr results.

Manufacturer narrative:
Investigation pending.